Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The device 109.604 does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients.

Event description:
(B)(4). The dentist reported that 1 month and 19 days after the dental implant was installed in intraoral region 29#, its non- osseointegration was observed. Moreover, the patient presented bone type iii and immediate implant was performed.